Manufacturer narrative:
The sample is reported to be available, but has not yet been received for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. All information reasonably known as of 04-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2018-00003 for the first patient. It was reported that the flex connector did not fit securely on the suction catheter as they normally do. As a result, it became dislodged from the suction catheter and sprayed the patient in the face. The was no patient injury. Additional information received on 28-dec-2017 stated that there was a loss of volume due to the circuit being disconnected. The issue was visibly discovered on the patient and it was unknown how long the device was in use prior to the event. No further information was received.

Manufacturer narrative:
The sample was returned for evaluation inside open product packaging. The sample, as received, does not exhibit any visible signs of use. The closed suction catheter was returned with the mating component (flex connector) from the packaging. The male insert of the dse (double swivel elbow) was examined. There is no visible damage to the manifold or to the male insert. The male insert swivels. The mold identification on the manifold is ¿c¿. The 15mm end of the flex connector was attached to the male insert of the dse. Resistance was felt at the just beyond the medial point of the insert. A certified ruler (tqa030 calibrated (B)(6) 2017, due (B)(6) 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange is 5mm. The flex connector was rotated. Upon rotation, the flex connector slid further down the male insert, stopping at 2mm from the leading edge of dse flange. Rotation of the male insert was intermittent with the flex connector. Loose connection was observed. No definite root cause has been identified at this time. All information reasonably known as of 30-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).